Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during crrt (continuous renal replacement therapy), it was found that there was a blood in the catheter. The patient was immediately check, and found that the catheter (venous) connector (hub) was found to be detached. The treatment was immediately suspended and was continued after the catheter was flushed and disinfected, resulting in a blood loss of about 200 ml. There was no reported patient outcome.

Event description:
According to the reporter, during crrt (continuous renal replacement therapy), it was found that there was blood in the catheter. The patient was immediately checked, and the catheter connector was found to be detached, and the hub fell off. The treatment was immediately suspended. The catheter was disinfected and then connected to continue the usage. There was nothing unusual observed on the device prior to use. The catheter was not repaired. There was a leak at the blood line connection. Flushing was done prior to use with no abnormality. There was no excessive force use on the device. There were no other products being utilized with the device. Cleaning and disinfection were the remedial actions performed and the interventions done to the patient. The treatment was completed using the reported product after the remedial action was done. There was a blood loss about 200 ml (milliliter) and blood transfusion was not required due to the event. The patient was stable. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during crrt (continuous renal replacement therapy), it was found that there was blood in the catheter. The patient was immediately checked, and the arterial end connector was found to be detached, and the hub fell off. The treatment was immediately suspended. The catheter was disinfected and then connected to continue the usage. There was nothing unusual observed on the device prior to use. The catheter was not repaired. There was a leak at the blood line connection. Flushing was done prior to use with no abnormality. There was no excessive force use on the device. There were no other products being utilized with the device. Cleaning and disinfection were the remedial actions performed and the interventions done to the patient. The treatment was completed using the reported product after the remedial action was done. There was a blood loss about 200 ml (milliliter) and blood transfusion was not required due to the event. On the next day, the reported catheter was explanted. The patient was stable and there was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during crrt (continuous renal replacement therapy), it was found that there was blood in the catheter. The patient was immediately checked and found that the catheter (venous) connector (hub) was found to be detached and the hub fell off. The treatment was immediately suspended and was continued after the catheter was flushed and disinfected, resulting in a blood loss of about 200 ml. There was nothing unusual observed on the device prior to use. There was a leak. Flushing was done prior to use with no abnormality. There was no excessive force use on the device. There were no other products being utilized with the device. Blood transfusion was not required due to the event. Cleaning and disinfection were the remedial actions performed and the interventions and treatments done to the patient. The treatment was completed after the remedial action was done. The patient was stable, and there was no reported patient injury.